Event description:
Provider states a weld is broken right below where the axle mounts on the rear left side frame, no issues reported with the side frame hardware but per the parts catalog it needs to be replaced also warranty (B)(4) . No additional information provided.